Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the repair center confirmed customer's complaint. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure likely occurred due to aging degradation because more than 6 years have passed since the subject device was manufactured.

Manufacturer narrative:
The subject device was returned for credit / evaluation but the evaluation is in progress. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During installation of the high definition lcd (liquid crystal display) monitor at the customer site, the sales representative reported that when the monitor was powered up, the monitor was not lighting up and the display panel did not work. The sales representative and technical assistance center tried to troubleshoot but with no results. The device will be returned. No patient involvement was reported.